Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the product had a leakage that was coming from the "collar" of the cuff area (the junction of two pieces of metal in the tube), and they have not been grasped/manipulated with forceps or any other metal. There was no reported patient outcome.